Event description:
As a 5.5 endotracheal tube was inserted into a patient it was noted that there was a foreign object in the tube. Upon further inspection it was noted that the connector had shattered leaving part of the connector in the ett and part of it loose in the package. In the course of reviewing this case other personnel reported finding cracked connectors prior to pt use.